Event description:
It was reported that the user experienced nocturnal hypoglycemia on two consecutive nights while using the ilet with a 6 mm steel cannula, believed by the user to be related to overnight insulin delivery; the device provided low and urgent low alerts, and the user self-treated with five glucose tablets after awakening feeling low, with the lowest reported glucose of 41 mg/dl. Symptoms included feeling off without loss of consciousness. Outcomes included transient hypoglycemia requiring assistance to obtain carbohydrates but no professional medical intervention or hospitalization. Investigation included complaint handling, user interview, and troubleshooting with education to follow up with a healthcare provider. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.